Manufacturer narrative:
E3: occupation: rtis. The actual device has been returned for evaluation. One (1) 8fr angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath, locator, and packaging. The device was visually inspected and found to have been in unused condition. The locator and hemostasis sheath were assembled, and the sheath was found to have been fractured. The component was also able to be broken in a manner which is consistent with embrittlement due to light exposure. The complaint was confirmed as a sheath breakage due to light exposure. The likely cause was determined to have been improper storage as the device was broken in a manner which is consistent with embrittlement due to light exposure. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that upon insertion of the dilator, the customer observed a tear in the back of the sheath. The procedure performed was an angiogram. According to hospital policy, the patient's pre-procedural condition, current medications, and relevant medical history were not available. Similarly, relevant tests and lab results, including dates, were not provided. The estimated blood loss was not applicable as this was a pre-operative observation.